Manufacturer narrative:
The user reported on 28-jul-2023 that about 3 weeks ago the controller had delivered an uncommanded bolus of about 5u. The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The engineering logs were overwritten and contained information from 26-jul-2023 onwards. Verification of engineering logs showed that each bolus was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the user provided confirmation. The audit logs were verified for boluses delivered (close to 5u) during the time period indicated by the user. The following bolus deliveries were observed: 4.15u at 00:52 ((B)(6) 2023), 4.4u at 22:07 ((B)(6) 2023), 4.0u at 19:12 ((B)(6) 2023), 4.0u at 6:02 ((B)(6) 2023), and 4.5u at 10:58 ((B)(6) 2023). Although the audit logs show evidence that boluses were delivered, without the log files from the date of occurrence it could not be determined if the user interacted with the controller for these bolus deliveries. The exact cause of the reported uncommanded bolus could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of almost 5 units of insulin. The patient also reported that the pdm would be unlocked and performing actions on its own. The pdm was in the patient's pocket.